Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed brief elevations in power and estimated flow; however, a specific cause for this finding could not be conclusively established through this evaluation. A direct correlation between the log file findings, report of a suspected ingestion event, and heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from 21jan2021 at 01:36:56 through 05feb2021 at 10:23:30. Brief events of elevated power and estimated flow were captured on (B)(6) 2021. Power ranged from 7.3-9.1 w, estimated flow ranged from 8.5-11.1 lpm, and pulsatility index (pi) ranged from 4.6-5.2 for these events. These events were captured between 04:51:05 and 08:12:11, and appeared to be associated with pi events. Excluding these events, power ranged from 4.3-6.6 w, estimated flow ranged from 2.9-7.2 lpm, and pi ranged from 3.5-8.4. No atypical alarms were captured for the duration of the file. The pump speed remained above the low speed limit for the duration of the file. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists thrombosis as an adverse event that may be associated with the use of the hmii lvas. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. This section outlines indications of pump thrombosis as well as how to respond to such events. Section 1 of this IFU provides an explanation of each of the pump parameters. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In reference to flow, this section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23jul2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted. Upon interrogation a peak power of 9.1 watts was observed, which was three (3) watts above baseline. This alarm was an isolated spike that resolved spontaneously and the patient did not experience any symptoms or issues. Log file analysis showed flows above normal parameters. The cause of the event could not be identified with certainty, but was suspected to be due to an ingestion event and build up on the rotor of the pump. No treatment was given, as they were continuing to monitor the patient for more similar events.